Event description:
Caller reported that the t:slim x2 pump battery would not charge despite attempts using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.